Event description:
The msi injector sheared off one of the haptics as the aq5010v silicone three piece lens was delivered into the eye. The lens was cut and removed from the eye without any patient injury. The reporter indicated the event was caused by the injector.

Manufacturer narrative:
Expiration date: unknown. Evaluation conclusion: (unable to confirm). Based on the complaint history, we were unable to determine a specific root cause of the event. The product was not returned. (B)(4).